Event description:
It was reported following a heart catherization at another hosp for myocardial infarction, a 6f angio-seal sts plus was used to seal the right leg arteriotomy site. Ten days later, the pt experienced pain in the right leg and calf and went to the hosp where it was diagnosed that the pt had no blood flow in the right leg. An interventional procedure with tpa infusion via an infusion catheter was performed. The next day, the infusion catheter was removed and a foreign body was retrieved from the trifurcation vasculature of the right leg. The removed foreign body was alleged to be part of a collagen closure device. A leg arteriogram was also performed. The pt underwent a right leg thromboembolectomy three days later. The pt's condition was stated as fine.